Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received by the manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, they were unable to place the catheter as the prolieve catheter tip was folding over on itself. The physician attempted to straighten the tip using a 0.25 stiff teflon guidewire (manufacturer unknown) and was unsuccessful. The case was not completed due to this event. There were no complications and the patients' condition was reported as okay.